Event description:
It was reported to boston scientific corporation in 2008, that a rapid exchange biliary stent was placed during an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008 (a male patient; weight unknown). According to the complainant, "the stent edge was squeezed and could not be loaded to the stent pusher catheter." The procedure was completed with another rapid exchange biliary stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Damage, internal/external. Visual examination of the returned device revealed the ends of the stent were partially collapsed. A functional evaluation confirmed that the stent could not be loaded onto the guide catheter. The push catheter was noted to be kinked. The guide catheter could be extended and retracted without issue. The reported malfunction was confirmed; the cause is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any additional complaints reported for the same lot.